Event description:
Reporter alleged blood glucose readings had been high in the 400 - 500 mg/dl; however, no specific value was provided. It was stated customer passing out all the time and during 1 incident was found passed out in a garage. Reporter stated customer retested and obtained a result of 114 mg/dl, where it was then determined the test strips being used were expired. Reporter mentioned the test strips being used were improperly stored and kept outside the original vial in a sealed package. No other info could reportedly be provided despite several unsuccessful attempts made by the MFR to contact the reporter. A request was made for the return of the suspect product and replacement product was sent.